Manufacturer narrative:
The affected product was technically analysed. Upon arrival, the clip was still on the cap and was only slightly moved forwards. The thread showed some crushing and flattening. This indicates that the grasper used was wrapped around the thread when inserted into the endoscope working channel. Turning the hand wheel caused the thread to be crushed. The force transmission was significantly reduced by the wrapped grasper, which can make clip application more difficult. During technical analysis, the clip could be applied without any problems. There are no indications of a product malfunction. The clip application was not verified by the user prior to tissue resection. It is stated in the instructions of use, that the application ring must remain visible and be observed. Only when the application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instructions of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue.

Event description:
The colonic ftrd was used for the treatment of an adenoma in the hepatic flexure. After turning the handwheel, the clip was not applied and the tissue was resected. The resulting perforation was closed with a clip within the same procedure. The patient was hospitalized for monitoring and recovered well.